Event description:
It was reported that the tightening screw that passes through the cone body and into the restoration modular stem broke causing the need for left hip revision surgery. First revision was of a depuy system revised to restoration modular due to subsidence of the depuy stem - did not remove components due to being well fixed - replaced screw only during revision.

Manufacturer narrative:
An event regarding crack/fracture involving a restoration modular bolt was reported. The event was confirmed based on the image provided. Method & results: device evaluation and results: the device was not returned for analysis. An image of the screw was provided. The screw was fractured approximately midway across the threaded portion of the screw. Device return is needed to fully investigate the fracture surface. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the reported event was confirmed however the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, restoration modular implant x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the tightening screw that passes through the cone body and into the restoration modular stem broke causing the need for left hip revision surgery. First revision was of a depuy system revised to restoration modular due to subsidence of the depuy stem - did not remove components due to being well fixed - replaced screw only during revision.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.